Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The pump status and/or the event log report showed a motor stall occurred. The patient was at home and the clinic was closed until (B)(6) 2016. The representative was four hours away from the patient. The patient saw the motor stall code via the personal therapy manager and was hearing the critical pump alarm. The patient had increased pain. The patient had no mris within the last month and there was no electromagnetic interference (emi) in the patient¿s environment for the last week. The patient took lortab drug orally in combination with the intrathecal cocktail of the pump drugs.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft bearing. The previously applied results code is no longer applicable.

Manufacturer narrative:
Update/correction: the date of event was previously indicated as (B)(6) 2016 and has been updated in this report to reflect (B)(6) 2016. The previously applied conclusion code is no longer applicable.

Manufacturer narrative:
Correction: surgical intervention was required, as indicated by the pump replacement on (B)(6) 2016. Report has been updated to reflect the reported serious injury.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies.

Event description:
Additional information was received from the manufacturer's representative. It was stated that the cause of the motor stall was unknown. To resolve the motor stall and increased pain, the pump was programmed to the minimum rate and replaced on (B)(6) 2016. The pump was returned to manufacturer for analysis. The provided pump logs indicated that the drug was used to infuse fentanyl 2000.0 mcg/ml at 12.2 mcg/day, bupivacaine 5.0 mg/ml at 0.0305 mg/day, and hydromorphone 3.3 mg/ml at 0.0201 mg/day. The logs show a motor stall occurring on (B)(6) 2013 at 4:56 pm, with a motor stall recovery on (B)(6) 2016 at 5:09 am; followed by a motor stall on (B)(6) 2016 at 7:35 am with a "stopped pump period may exceed tube set" seen on (B)(6) 2016 at 7:35 am. It was stated that after the pump replacement, the motor stall and increased pain had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.